Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tube was found to have an incorrect color."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos were provided for investigation. The photo was reviewed and the indicated failure mode for incorrect color with the incident lot was not observed. The customer provided a photo for analysis, according to the customer description, the left tube is 367841, and the right tube is 367227. Since the edta series products produced in suzhou use the vulture tube and add additives on the basis of the 367841 tube, the suzhou 367227 tube is displayed in blue. Additives will cause the tube to appear blue, which is normal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect color. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tube was found to have an incorrect color.".

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tube was found to have an incorrect color."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.